Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is presumed the likely cause of the cut pink rubber of the probe, cracked adhesive around the light guide lens and missing adhesive at the forceps cover is traced to component failure. However, a root cause could not be identified. The date of the event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. However, during the device analysis, the adhesive around the distal end light guide lens was observed to be cracked and the adhesive (ke45) was found missing at the forceps cover. In addition, the pink rubber on the probe is cut. There was no patient involvement.